Event description:
The customer stated that she was pushed into the pool while wearing the insulin pump and now that is water inside the screen. The reported blood glucose reading was 188 mg/dl. Nothing further was reported.

Manufacturer narrative:
The insulin pump had a blank display due to moisture damage in the electronic assembly.